Event description:
Dealer is stating that the arm lock handles are broken and the grips are torn.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.